Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels since starting on the pump. At the time of the call, bg level was 306 mg/dl. A correction bolus was delivered to address the elevated bg. A system check was performed with tandem technical support and indicated that pump is operating as intended. The customer stated that elevated bg level is attributed to adjustments made to the pump settings by the healthcare provider, in an attempt to fine-tune settings.